Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high impedance was observed on system diagnostics. X-ray images of the patient were sent to the manufacturer for review. Due to the lack of a chest view, the generator placement, the filter feed-through wires and the lead connector pin insertion into the generator¿s connector block could not be assessed. Portions of the lead closer to and/or surrounding the generator could not be assessed either. A strain-relief bend held by a tie-down and a strain-relief loop held by a tie-down were observed to the anchor tether. A lead break was visible in the lateral neck view, at the level of the lead bifurcation and in the negative coil. This break was not visible in the ap view, likely due to the superposition of both lead coils (negative and positive) into a single line. The lead left between both tie-downs appeared to be bent, too. Attempts have been made for additional information; however, no additional information has been received.